Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was resolved by manual power on, and the case was normally carried out and the cath labs procedures were completed as usual without any delay. The philips remote service engineer (rse) examined system remotely and confirmed that system cannot boot up without pressing the manual button on the host pc. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that system intermittently did not power on automatically and required manual use of the host power button. To resolve the issue, the system was manually powered on by the customer. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The evaluation method code was corrected.